Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the external pulse generator (epg) was connected to the patient, it was noted on the egm that the device had stopped and the patient had cardiac arrest for several seconds. The correct battery was not being used in the epg. No further patient complications have been reported as a result of this event.